Event description:
It was reported by the patient that she is experiencing an increase in seizures and that she has also been experiencing stronger stimulation at times and then weaker stimulation. Attempts to contact the physician have been unsuccessful to date.